Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The aortic neck was severely angulated and it was "l" shaped and it was 1.5 cm in length. The iliac arteries were small and measured 7 - 8 mm in diameter. It was reported that after the stent graft was successfully implanted and post dilated, it was not possible to remove the delivery system through the ipsilateral limb because the "olive" metal piece distal to the balloon on the catheter was caught on a shelf of calcium. In an attempt to release the delivery system the physician pulled the delivery system push rod all the way back, then stuck it with a needle and inserted a wire into the catheter lumen. The wire was advanced up towards the tip of the catheter. Then a 6 fr catheter was advanced over the wire and into the graft cover; however, as the catheter was introduced the talent graft cover split and there was bleeding. Tourniquets were applied quickly and the bleeding was controlled. There was 30 cc of blood loss. The talent catheter was then pulled back as far as possible exposing the blue guide wire lumen. Another needle stick was applied and a wire was inserted alongside the blue lumen. The physician then inserted 7 x 2 pta balloons over the wire and with semi aggressive pulling was able to free the tip of the catheter. There was a type 1 endoleak present; therefore, a proximal aortic cuff was implanted and multiple reliant balloon inflations were performed. Additionally, two 14 x 4 pta balloons were used to dilate the aortic cuffs and that diminished the type 1 endoleak, but not totally resolved. The case was conducted and no additional intervention was performed. A CT scan is scheduled in a week in order to evaluate the type 1 endoleak and to decide whether surgical conversion is required. At the end of the procedure the patient had renal complications. No additional clinical sequelae were reported. The delivery system was returned and its evaluation is pending.

Manufacturer narrative:
Evaluation: results: lack of info. Device evaluation is pending. Evaluation: conclusion: lack of info. Device evaluation is pending. Required secondary intervention.